Event description:
A customer contacted global technical service (gts) reporting an alarm during the initial drain on the homechoice (hc) and the registered nurse (rn) reprimed the same set. The rn had left the room after priming and the home patient (hp) received the se 2240 in the initial drain. The rn was not there at the time of the alarm and could not provide any details. The rn came back and disconnected the hp. The rn then took the set and re-primed it. The hc primed. The rn wanted to know if there was a problem with the hc. The technical service representative (tsr) explained and gave possible causes for the alarm. The hc was operational and a swap of the device was not necessary. There was patient involvement. There was no serious injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction; therefore, no further investigation will be performed.